Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The clip was not bent and opened and closed smoothly; therefore, the reported clip arm actuation issue and delivery catheter (dc) shaft bend was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip arm actuation issue and dc shaft bend. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during preparation, the clip was difficult to close, and if were to reoccur in the anatomy, has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), when the final arm angle was tested the first time, the cds shaft was bending 45 degrees. When the clip was closed, it was observed that there were little stops during the process, and closing was not fluent like usual. The cds was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.